Event description:
It was reported that, after total knee arthroplasty was performed in 2011, the patient experienced anterior knee pain. This adverse event was treated with a revision surgery on (B)(6) 2022, resurfacing the patella by implanting a genesis ii biconvex patella 23mm. No medical records are available. Patient is currently healthy.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, 11 years post-implantation, patient had a revision surgery with patella resurfacing. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the root cause of the reported event. The patient impact beyond the reported pain and subsequent revision cannot be determined. However, it was reported that the patient is currently healthy. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.